Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the nurse set the temperature of the incubator to 32.5 ° c, ready to receive new patients. Half an hour after the patient was put in, the nurse found that the setting temperature of the warm box was 35.0 during the inspection, but the machine did not give an alarm at that time. The temperature of the patient was detected as 37.3 (skin). The warm box was immediately replaced and sent to the equipment department for maintenance. Follow-up monitoring of the patient's body temperature was normal. No adverse patient impact was reported.

Manufacturer narrative:
Based on the reported issue, where the nurse set the temperature of the incubator to 32.5 ° c and half an hour after placing the baby in the incubator she noticed the set temp had changed to 35.0. The nurse used an external skin thermometer to determine the babies temperature at the time as 37.3. No adverse patient impact was reported. The babies temperature prior to being placed in the incubator was not provided. As the set temp was set for 35.0 when the baby¿s temp was 37.3. There is no indication the incubator impacted the baby¿s temperature. The set temp changing from what was selected can occur if the factory default setting are restored. This can occur if the power is lost for more than 10 minutes or the power is lost for less than 10 minutes and the controller memory fails. For either of these conditions, an alarm is provided. The fse recommended replacement of the controller cpu board which contains the memory backup circuit. Therefore, root cause is consistent with a failure of the controller cpu board memory backup circuit. The customer chose not to have draeger repair the device.

Event description:
It was reported that the nurse set the temperature of the incubator to 32.5 ° c, ready to receive new patients. Half an hour after the patient was put in, the nurse found that the setting temperature of the warm box was 35.0 during the inspection, but the machine did not give an alarm at that time. The temperature of the patient was detected as 37.3 (skin). The warm box was immediately replaced and sent to the equipment department for maintenance. Follow-up monitoring of the patient's body temperature was normal. No adverse patient impact was reported.